Event description:
It was reported that during dilatation in the mildly tortuous/calcified right coronary artery for treatment of a 99% de novo stenosis, a 2.0x15 trek balloon was inflated to 8 atmospheres (atms) for 60 seconds, 12 atms for 60 seconds and 12 atmospheres for 30 seconds. The physician noted that contrast was leaking 5cm from the guide wire exit notch. The catheter was removed from the anatomy and pre-dilatation was completed using a non-abbott balloon followed by successfully deployment of a non-abbott stent. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: guide wire: runthrough; guide cath: mach 1. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported tear in the shaft was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.